Event description:
It was reported by the clinical engineer the trocars were used during a laparoscopic cholecystectomy. It was reported during the procedure a clear looking o ring was found in the pt. The o ring was retrieved from the pt. It is unknown which trocar the ring was from and four 355ld's and one 512b trocars are being returned.